Event description:
Per the report received from brazil, edwards lifesciences was notified of a transcatheter tricuspid valve replacement procedure involving the implantation of a 48 mm evoque valve. Approximately one month following the procedure, prosthetic valve thrombosis was confirmed by imaging, with a mean gradient of 8 mmhg and significant regurgitation. The patient required hospitalization and was treated with intravenous heparin and three cycles of ultra-slow thrombolysis, resulting in significant improvement. The patient was reported to be doing well and was discharged from the hospital.

Manufacturer narrative:
D4 - primary unique device identification (UDI) number: (B)(4). E1 - telephone number: (B)(6). The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.